Manufacturer narrative:
.

Event description:
F/u confirmed with the physician that the pt does not have lymphoma or alcl.

Manufacturer narrative:
Medwatch submitted on: 09/09/2015. Analysis of device noted as follows: the implant weighed 271.18 grams. Brown particles were observed on the outer surface of the implant. Creases were observed on the implant shell.

Event description:
Patient reported left side "discomfort." Patient additionally reported "stomach pains, nausea, and alcl" and other "side effects." Alcl will be captured as lymphoma as this event cannot be confirmed by the physician. See MFR # 9617229-2015-00085 for the right side. Follow-up confirmed with the physician that the patient does not have lymphoma or alcl.

Event description:
Patient reported left side "discomfort." Patient additionally reported "stomach pains, nausea, and alcl" and other "side effects." Alcl will be captured as lymphoma as this event cannot be confirmed by the physician. See MFR #9617229-2015-00085 for the right side.

Manufacturer narrative:
(B)(4).